Event description:
Litigation alleges that bilateral patient experienced discomfort, pain, numbness, tingling, and soreness, which in turn negatively affected patients ability to walk, move, and perform her job. A mars MRI showed a fluid pocket involving the posteriolateral aspect of her hip joint. She was found to have elevated cobalt and chromium levels. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain. Update: 3/23/2012 - medical records were received. The revision operative report indicated that there was corrosion on the stem taper. The srom stem was replaced; however, the srom sleeve was left intact.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned.a search of the complaints databases finds no other reports of corrosion against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.